Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation power supply and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system intermittently would not boot up and the cine drive would not work. No pt injury was reported.